Event description:
The customer contacted beckman coulter, inc. (Bec) to report overflowing waste from their unicel dxc 600 pro synchron chemistry analyzer. There was no impact to patient sample analyses or patient treatment associated with this event. The customer reported that the house drain for the analyzer in the laboratory had backed up causing the waste from the analyzer to overflow onto the floor. The customer inquired if the waste from the analyzer could be drained into a temporary container while a repair was being made to the house drain. The customer also inquired how large the container should be. Bec informed the customer that the analyzer generates approximately sixteen (16) liters of waste per hour if run continuously. Bec advised the customer to use a five (5) gallon container but to monitor it closely. There was no report from the customer of any exposure to uncovered wounds or mucous membranes. No injury was reported. There was no report of medical attention being sought.

Manufacturer narrative:
Service was not dispatched to the customer's site. The root cause of this event was determined to be a blockage in the house drain in the customer's laboratory. No issues with the analyzer were observed. The bec internal identifier for this event is (B)(4).